Event description:
The core impaction drill was sent for eval because it overheated during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the internal components was identified as the probable cause of the device overheating. Corrosion of the internal components can lead to heat generation due to increase friction between the moving parts.